Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The lid (side door), expiratory valve coil and several pc-boards were found to be damaged by the collision, and were replaced. The ventilator logs were downloaded. The ventilator was returned to service after successful. Pre-use checks were performed. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement." Evaluation of the ventilator logs confirmed that the ventilator did not pass pre-use checks after the collision, and that it did pass pre-use checks after the repairs were performed. Further information surrounding the event was requested but the facility did not provide it. Our conclusion is that the ventilator had the two front wheels unlocked and/or was positioned too close to the mr scanner and as a result, was attracted to the mr scanner.

Event description:
It was reported that the ventilator was pulled into the MRI scanner. The ventilator rec'd damages to the side door, expiratory cassette and water trap, and did not pass pre-use test after the collision. (B)(4).

Manufacturer narrative:
Further info regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.